Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 06-dec-2023, it was reported that the infusion set's tubing got detached close to site location while the patient was sleeping. The site location was left side of patient's lower back and the pump was located on the left front side. The infusion had been used for less than a day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 91 mg/dl. According to the complaint investigation performed on the returned used device (1 set), it was found that missing glue in the tubing connector (glue was misplaced on the tubing connector). No further information was available.